Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported that the patient experienced inadequate pain control. Interventions included entire system explant. No diagnostic methods were performed. The event was unlikely related to the device and not related to the implant procedure. The outcome was resolved without sequelae. Relevant medical history included: spinal pain

Event description:
The health care professional of the clinical study reported the event was possibly related to the device or therapy. No cause for the inadequate pain was determined.